Event description:
Getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated the cap detached from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50. As it was stated the cap detached from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. As stated by subject matter expert at maquet sas, the most probable root cause of the detachment of this cap is repeated and violent shocks during the use of the device. Another probable root cause is that the cap has been forgotten or deteriorated after a readjustment of the spring arm during the maintenance of medical device. The yearly preventive maintenance program documented in the technical manual (technical manual 01742) for lucea 50/100 mentions to check the fixing of all caps. The cap must be reinstalled during installation or after the maintenance procedure. Maquet sas strongly advises to check similar devices in the hospital in order to check the presence of all spring arms caps. If a missing cap is noticed, a new one should be ordered as spare parts. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.